Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: l5-s1 spondylolytic spondylolisthesis. Ls-s1 foraminal stenosis. L5 radiculopathy. For which, patient underwent following procedures: l5-s1 minimally invasive transforaminal lumbar interbody fusion. Application prosthetic device- 10 x 26 mm peek. Bmp. Local autograft. Percutaneous pedicle screws. Per op-notes, surgeon used the trials and found that a 10 x 26 mm peek cage was the appropriate size. Surgeon then irrigated the interspace and coagulated and then put in the bone that had been morselized from the decompression, tapped into place and then put a three quarters of an extra small sponge of bmp inside of each 10 x 26 mm peek cage. Surgeon tapped it into place under fluoroscopic guidance then irrigated the interspace and used duraseal to prevent bmp from leaking into the epidural space. Patient tolerated the procedure well with no complications reported. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.